Event description:
9/14/92 a non union of sub troch fracture with fractured ace sideplate. Rodded - bone graft. Aug 1993 - 10 months later continued non-union & fx of implant device - im rod & ro connector. Increased size of implant used for this surgery.device labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: yes. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.